Manufacturer narrative:
This is the second complaint relative to wire breakage with this device from this specific customer. Customer is a new user. In discussing this event, the customer noted that the pacing wire had been in use for over 2 months. The pacing wire is a temporary pacing wire and is not intended for long term use. This was pointed out to the customer. Alto is working with the customer to better understand conditions of use. Evaluation of dhrs found nothing unusual. Raw material receipts were inspected and nothing unusual was found. There have been no changes in specifications, suppliers or manufacturing methods or personnel.

Event description:
Customer reported that the cardiac pacing wire broken off at the keith needle stub (electrode site). The pacing wire had been in place 2 - 3 months. Customer reported "minimal to no harm" but reported it as a "precursor safety event". Lot number of the product was unknown. However, based on shipping records, lot was thought to be either: 0662a, 0664a or 0669a.